Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of brush head fell off into mouth (device breakage). No adverse event. Case description: report source: non-event - spontaneous. A wife reported via e-mail on 25-jan-2018 that her husband of unspecified age placed a new oral-b power oral care refill precision clean on his oral-b rechargeable toothbrush, version unknown last week in (B)(6) 2018. She described that he was brushing with it last weekend and the head of the brush head suddenly fell off into his mouth; he then spit out the parts. No symptoms developed. Relevant history: none reported. No further information was provided.